Event description:
It was reported there was a serious programmer error screen. Followup indicates this occurred during startup of the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer had corrosion around the edges and also internally on the link electronic module (lem) circuit board, analyzer bay and transceiver. It was also noted that the stylus pen was missing, the upper case had chunks out of it, and the handles were cracked. The programmer did not boot up with an error, however a system error was found in the error log files. (B)(4).